Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0709 applies to difficulty verifying the straight suction probe. A1102, a0908 applies to too far from divot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during the surgery, the representative had difficulty verifying the straight suction probe. There was no difficulty with verifying any other instruments. The geometry error was around 2.9 to 3.0mm, and the system kept displaying "too far from divot." There was no impact on patient outcome. There was no delay.

Manufacturer narrative:
H2) no other reports will be submitted on the system and please refer to regulatory report #: 1723170-2024-03611. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.